Event description:
Healthcare professional reported right side "ruptured", "abscess", "inflammation", "fever" and "felt painfully." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured", "abscess", "inflammation", "fever" and "felt painfully."

Event description:
Healthcare professional reported right side "ruptured", "abscess", "inflammation", "fever" and "felt painfully." The device remains implanted.